Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred while filling the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: lot#: 21h053 (previously submitted as ni). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Additional information was added to d9, h3, h4, h6 and h10: h4: the lot was manufactured from august 20, 2021 - august 21, 2021. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye showed no evidence of rupture nor leak from the bladder. The bladder was found to be completely intact. However, white hazing cracks were observed on the fill port. The fill port is made of acrylic material, and an excess amount of alcohol solution can potentially cause white hazing cracks on the fill port which can result in a leak on the fill port during fill. A leak test was performed and evidence of a leak was observed coming out at the white hazing cracks on the fill port. The reported rupture was not verified. The cause of the leak at the fill port was due to white hazing cracks on the fill port, however the cause of the cracks on the fill port was likely customer use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.